Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the unspecified bd¿ pen needle there was an issue with blocked needle.

Event description:
It was reported with the use of the unspecified bd¿ pen needle there was an issue with blocked needle.

Manufacturer narrative:
Investigation summary: customer returned (1) 4mm, 32g bd pen needle without the tear drop label. Customer reported needle partially blocked. The returned pen needle was tested for flow and it failed the flow test. A wire test was then performed and it passed. The wire passed through the cannula and there was a small white residue observed at the tip of the wire after being through the cannula (possible indication of reuse of the needle). A DHR for needle clog cannot be requested due to an unknown lot #. Based on the samples / photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure - needle clogged; however, pen needle passed wire test. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. The possible root cause for this issue: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that if the needles are re-used, insulin residue could clog the cannula (user error) since these needles are one time use only.